Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have insulin delivery issues. Customer reported that insulin was very slow at delivering. Customer also reported to have received an unexpected restart alarm. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump.